Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during the demonstration of the patient controlled analgesia (pca) pump module in a nurse education class, the pca gave an error message saying, "unknown syringe installed. Re-install syringe". The clinician attempted to re-install the syringe and the error appeared again, and they also attempted syringes of same and different size error persisted. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not recognizing approved syringes could not be determined via laboratory testing. ¿ the suspect pca modules were inspected externally and internally. No damage was found to any of the electronic or mechanical components. All parts inspected are manufactured by bd. ¿ a review of the returned suspect pca modules error logs showed no malfunctions on the reported date. ¿ a review of the returned suspect pca modules event logs showed that the returned devices were not in use on the reported date. ¿ a review of the logs for the remaining suspect pca modules and concomitant pcu logs could not be performed since the devices were not returned and the logs were not provided by the customer. ¿ functional testing and syringe recognition test results showed that the returned suspect pca modules would correctly detect a bd 30 ml syringe. ¿ preventive maintenance test results showed that both devices were working within specification. ¿ syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. ¿ alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. ¿ the device had no patient involvement (npi). ¿ the pca device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue of an unknown syringe installed was not able to be identified after laboratory testing. Test results showed that the devices were working within specification and no fault was found.

Event description:
It was reported by the customer that during the demonstration of the patient controlled analgesia (pca) pump module in a nurse education class, the pca gave an error message saying, "unknown syringe installed. Re-install syringe". The clinician attempted to re-install the syringe and the error appeared again, and they also attempted syringes of same and different size error persisted. There was no patient involvement.

Event description:
It was reported by the customer that during the demonstration of the patient controlled analgesia (pca) pump module in a nurse education class, the pca gave an error message saying, "unknown syringe installed. Re-install syringe". The clinician attempted to re-install the syringe and the error appeared again, and they also attempted syringes of same and different size error persisted. There was no patient involvement.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.